Manufacturer narrative:
As received, the device was at ddd mode. Analysis found elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced. Longevity assessment was performed, the implant duration didn¿t meet the projected longevity indicating premature battery depletion.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the pacemaker exhibited a rapid battery depletion. The device was explanted and replaced. The patient tolerated the procedure well.